Event description:
Pt experienced hives after contact with elastics as part of orthodontic treatment, indicating a possible allergic reaction to the elastics or a component. No medical intervention was reported but it is reasonable to assume from a medical prespective that, at a minimum, the elastics were removed to prevent worsening of symptoms.